Manufacturer narrative:
Received for analysis was a guardwire, ez adaptor and ez flator. The balloon appeared used with contrast media in the balloon and folded distally. The returned guardwire when placed side by side with an in-house guardwire showing that the device was cut 1.7cm from the gold marker. The cut piece with the extension wire and containing the inflation hole was not returned for analysis. The guardwire was received with severely stretched proximal laser coils. The returned ez adaptor was received with the luer connector broken. The extension line used to inflate the balloon exhibited damage to the luer wings. The dried contrast present in the hollow part of the gw could not be softened with warm water, and so further testing could not be completed.

Event description:
A guardwire device was used to treat a moderately tortuous, mildly calcified lesion. A femoral approach was used. The device was inspected with no issues. During pre-op the balloon was pre-dilated with no issues. There was no resistance with the ancillary device during delivery and no resistance when passing the lesion site. The device was positioned distally in the lesion. The balloon was inflated once and then percutaneous transluminal angioplasty (pta) was performed for pre-dilation. The thrombus was aspirated once and the guardwire was deflated without any issues. While using the second stent and starting post-dilation pta, the guardwire was inflated again to aspirate the thrombus, an attempt was made to deflate the balloon, but the balloon failed to deflate. The balloon was carefully retracted in the non-mdt guide catheter and removed without any issues. No patient injury is reported.

Manufacturer narrative:
Additional information: during inflation, the balloon was not moved and stayed in the initial site as planned. The balloon been inflated to 5 mm the first time, and 5 mm the second time. As the balloon failed to be deflated, the guardwire was bent and the bent site was attached to the ex adaptor to apply negative pressure, following the manual. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.